Event description:
On 8/12/96 at the onset of a plateletpheresis procedure, the donor complained of nausea, tingling of the face, hands and body. It was noticed by the nurse that the donor had received 700 ml of acd in approx 70 minutes (3,500 ml of whole blood had been processed) because the acd pump handle had been left open on the access mgmt system. The donor was given tums and juice and was placed on halt/irrigate for 10 minutes. The plateletpheresis donation was continued and completed. No vital signs were taken at the time of the incident was noted. The donor recuperated okay and released in good condition. The donor was female, weighing 245 pounds, 5 feet 5 inches tall approx 30 years old. The nurse stated that as part of the corrective action the entire staff was alerted of the incident and internally retrained. The incident had occurred at the onset of the conversation to the access mgmt system and she considered the issue part of the learning curve. The customer stated that since the retraining no other incidents of this nature have occurred.